Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure alarm occurred during a routine hemodialysis treatment. The operator reported difficulty cannulating the venous needle. Treatment was discontinued when blood was observed leaking from the venous site. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The operator reported cannulation issues and blood leaking from the venous site. The cycler alarmed appropriately. Facility staff reviewed rinseback procedures with the operator. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.